Manufacturer narrative:
Age at time of event: patient is in the 80s.

Event description:
It was reported a death occurred. In (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was successfully implanted. 45 days later, the patient had their 45-day follow up appointment and was taken off blood thinners. On (B)(6) 2018, the patient had a hemorrhagic stroke and passed away. The patient was on plavix and possible aspirin at the time. It was further reported the patient reported to hospital with stroke like symptoms. A chest xray was performed and noted that their right ventricle (rv) pacemaker lead had perforated. The patient was transferred to intensive care unit (ICU). No intervention was done due to the patient's fragile state and the patient passed away in the hospital. It was noted that the death was related to the rv lead perforation.

Manufacturer narrative:
Age at time of event: patient is in the 80s. Patient code of cerebrovascular accident was removed since it was confirmed a stroke did not occur.

Event description:
It was reported a death occurred. In (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was successfully implanted. 45 days later, the patient had their 45-day follow up appointment and was taken off blood thinners. On (B)(6) 2018, the patient had a hemorrhagic stroke and passed away. The patient was on plavix and possible aspirin at the time. It was further reported the patient reported to hospital with stroke like symptoms. A chest xray was performed and noted that their right ventricle (rv) pacemaker lead had perforated. The patient was transferred to intensive care unit (ICU). No intervention was done due to the patient's fragile state and the patient passed away in the hospital. It was noted that the death was related to the rv lead perforation. It was further reported that a stroke was not confirmed or diagnosed.

Manufacturer narrative:
Age at time of event: patient is in the 80s.

Event description:
It was reported a death occurred. In (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was successfully implanted. 45 days later, the patient had their 45-day follow up appointment and was taken off blood thinners. On (B)(6) 2018, the patient had a hemorrhagic stroke and passed away. The patient was on plavix and possible aspirin at the time.